Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per (B)(4).

Event description:
During an acl surgery, dr. (B)(6) was attempting to tension/pull the graft into the tunnel while using ar-1588h and one of the white tensioning sutures snapped at the skin. Vishal was able to back the graft out, attach another ar-1588rtt to the graft and successfully complete the surgery.